Event description:
It was reported that the balloon on the catheter ruptured after three days of use. There were no pt complications.

Manufacturer narrative:
MFR control no ic980024. The sample has been returned to arrow. The returned sample was examined and the balloon had tear in the latex near its center. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.